Event description:
It was reported that via a social media post the physician alleged an unspecified device and lead exhibited performance issues indicative of spring contact and lead terminal ring connection issues. The physician's post seemed to indicate that the device and lead were explanted and returned for analysis. The post also appeared to indicate that the analysis the device and lead passed all testing. This was not able to be confirmed as all attempts to obtain additional information regarding the device and lead information as well as patient information were unsuccessful.